Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the failed accuracy was unable to be confirmed by analysts. All accuracy testing was found to be within range. The errors found in the event log were determined to be an intermittent issue with the downstream occlusion sensor. The downstream occlusion sensor as well as expulsor were both replaced to resolve this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd legacy 1 pump malfunctioned in it's ability to deliver medication accurately. It was reported that the pump indicated that there was no medication left, even though the cassette was full. It was also reported that it indicated that there was medication left, even though the cassette was nearly empty. There were no adverse events reported.